Manufacturer narrative:
The lv lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the attempted implant of this left ventricular (lv) lead, placement difficulties were encountered. In addition, the target vessel also had a stenosis at its opening. When the lv lead entered the target vessel, the guidewire could not be inserted into the lead. As a suspected blood clot in the lumen was suspected, the lead was flushed with heparin; however, this did not resolve the issue. This lv lead was extracted. No adverse patient effects were reported.